Event description:
It was reported that the atrial lead had high impedance and lead fracture was suspected. The lead was explanted and replaced. Additi onally, it was reported that the device was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. However, it was noted that the visual summary analysis of the lead indicated apparent explant damage. Lead removal wire stuck in distal segment. Using destructive analysis. Removed wire then performed electrical testing. Test results were passed. No fractured was observed. (B)(4).